Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from a boston scientific representative at a scheduled icm implant procedure. The boston scientific representative reported they are having issues connecting the icm to the patient mobile monitor (pmm) at initial implant. Ts advised the boston scientific representative to try pairing the icm with the clinic mobile monitor (cmm), this was also unsuccessful. The physician implanted the icm before it had been successfully paired to pmm or cmm. After implant the boston scientific representative was still unable to connect to the icm device using the pmm or cmm. Later that day an explant procedure was scheduled. The device with the pairing issues was explanted and a new icm device was implanted without issue. Device return is expected but at this time the icm device has not been returned. There were no reported adverse patient effects.

Manufacturer narrative:
Product investigation has been completed. Analysis of device found debris between the battery stack layers which caused internal electrical shorts. As a result, evaluation conclusion code "manufacturing deficiency" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from a boston scientific representative at a scheduled icm implant procedure. The boston scientific representative reported they are having issues connecting the icm to the patient mobile monitor (pmm) at initial implant. Ts advised the boston scientific representative to try pairing the icm with the clinic mobile monitor (cmm), this was also unsuccessful. The physician implanted the icm before it had been successfully paired to pmm or cmm. After implant the boston scientific representative was still unable to connect to the icm device using the pmm or cmm. Later that day an explant procedure was scheduled. The device with the pairing issues was explanted and a new icm device was implanted without issue. Device has been returned for analysis. There were no reported adverse patient effects.